Manufacturer narrative:
Information anticipated, but unavailable at this timeadditional information:- the surgeon had informed the patient about the possibility to make an artificial anus and the surgeon obtained the patient¿s family¿s agreement to make an permanent artificial anus during the surgery.- we have no further information about the amount of bleeding, but no transfusion seemed to be performed to the patient.- the surgeon commented that it was difficult to keep enough field of view as the patient had a narrow pelvis. So, the sales rep commented that the tissue might have been multiplied.- the surgeon commented that permanent artificial anus was made because multiple reason was combined, such as the narrow pelvis, low rectum cancer etc.- the patient was male and his bmi was 25~26.- the surgeon thought that there were no trouble in making permanent artificial anus and there is no adverse consequences to the patient."

Event description:
It was reported by the affiliate that during a low anterior resection procedure, the device was fired as close to the tumor as possible at the anus side at the first firing. After the firing, it was found that the lumen was visible. The staples on the tissue and fallen staples were formed proper b-form shaped. The doctor commented that there were no difficulties in the firing. Also the tissue was not seemed to be thick. Reinforcement material was not used. The miles was created for the patient. When the cartridge was loaded into the device and fired on a piece of paper, the device was fired without any problems. The nurse commented that the patient was overweight. Another device was used to complete the procedure. There were no adverse consequences for the patient.